Event description:
It was reported by the customer's biomed that the red shock button popped off the sternum paddle of the device while attempting to defibrillate a patent. The reporter indicated that there was a lifepak 9 device immediately available and was used on the patient. The nurse conveyed to the biomed that the transfer time between the two devices was a matter of seconds. The patient was not resuscitated; however, the nurse stated that the delay in therapy did not cause or contribute to the patient's death.

Manufacturer narrative:
The customer's biomed confirmed that he was able to repair the unit's charge switch and then a performance inspection procedure was completed. The device was placed back into service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.